Event description:
It was reported that patient underwent an initial right total hip arthroplasty. Subsequently, the patient presented with episodes of right hip pain and difficulty ambulating with a feeling of fullness in the hip. Labs revealed elevated serum cobalt and chromium levels. The patient was referred to physical therapy for trochanteric bursitis and plans to undergo revision of the right hip. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices used for treatment. Patient underwent initial left tha, however, no information was provided on the date and the reason of this procedure. A mom system from an unknown manufacturer was implanted. Later, on a unspecified date, a left hip revision for unknown reason was carried on. Patient underwent initial right tha because of hip degenerative arthritis. A mom system from zb was implanted. Subsequently he patient took a blood exam which show high level of chromium and cobalt ions in the blood. Most likely root cause for the reported event is inappropriate use/implantation of the product. As of note, the left hip of the patient was implanted with a mom system from an unspecified manufacturer; this could have contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total right hip arthroplasty, and subsequently a revision was performed due to unknown reasons on an unspecified date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical devices: durom us acet cmpnt 50/44 j; item# 01.00214.150; lot# 2414240. Femoral stem fiber metal taper collarless 12/14 neck taper size 14 lm body standard. Neck offset; item# 00-7862-014-30; lot# 60852126. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00077. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.